Event description:
It was reported the implantable neurostimulator had ¿never worked¿ so that the patient could feel the ¿intermittent twitching.¿ the patient had tried to use the programmer and then could not feel stimulation ¿at all.¿ a loss of therapeutic effect was noted. It was stated the patient¿s symptoms were just as bad as before their implant. It was stated the patient needed to change continence pads three times a day and they were taking an increased dose of oxybutynin again. It was stated that the trial had worked wonderfully. Right after implant, it ¿did not work so well¿ and then it worked less and less. At the time of the call, the patient was on program 2 at 1.7v. The patient was instructed not to use program 1 after implant because it was ¿fragmented ,¿ but the patient could switch programs. The patient was able to switch to program 3 and adjust stimulation to a comfortable level. They felt stimulation a little bit at 1.8v and they were going to keep a diary of their symptoms. It was noted the patient¿s programmer training was ineffective because the patient was still under the effects of anesthesia. A little less than three weeks later, it was reported the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3093-28, lot# va09byu, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).